Manufacturer narrative:
This report is being supplemented to provide additional information based on results of olympus third-party culture testing, the device evaluation, and the legal manufacturer's final investigation. A correction to the g2 field was made based on information available at the time of the initial report submission. Olympus provided the following result of the culture test, performed at the third-party lab. Sampling date: (B)(6) 2023. Sampling from: distal end·forceps elevator/biopsy channel·suction channel / air/water channel. Cfu: no growth. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted: knob play, minor scratches on hold ring and bending section cover (a-rubber) glue was cracked. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning sterilization and disinfection (cds) processes and there was no delay in the start of precleaning. Water was aspirated through the instrument/suction channel with a suction pump. The device passed leak testing. Manual cleaning was performed within an hour after the procedure and presoaking completed. There were no abnormalities in the accessories used. The detergent used was steris prolystica enzymatic. The instrument/suction/balloon channel, air/water/suction/biopsy valve, instrument/biopsy channel, suction channel, and elevator tip were brushed in accordance with olympus instructions for use. The forceps elevator was flushed. The last reprocessing in-service by an olympus endoscopy support specialist (ess) was may 18, 2023 and then again on july 24, 2023. There has been no change in reprocessing personnel since the last on-site visit by an olympus ess. The endoscope was stored hanging in the storage cabinet in quarantine. The scope was high level disinfected and the last dates of reprocessing are as follows: june 7, 2023; june 10, 2023; june 16, 2023 and june 28, 2023. The automated endoscope reprocessor (aer) used was evotech model # 208v. The detergent used was asp cidezyme xtra and the disinfectant used was asp cidex opa concentrate. All the channels were connected with cleaning tubes when the endoscope was setting up into the aer. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii duodenovideoscope tested positive for unexpected contamination. The device was reprocessed three times with cultures taken after each reprocessing. The scope initially tested positive for more than 15 colony forming units (cfus) of coagulase negative staphylococci. The second time the scope tested positive for more than 15 cfus of corynebacterium. The third time the scope tested positive for more than 15 cfus of skin flora. The microorganisms were detected on the brushes of the biopsy channel and elevator tip. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.